Event description:
It was reported that during a revision surgery, the tip of the driver was broken. The broken pieces were able to be removed. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Analysis of the returned device shows that the damages (twist and/or breakage) of the t25 tip for the drivers are consistent with overloading in torsion applied to the driver during the dismantling of the setscrew. The damages (twist and breakage) of the t25 tip for the obturator is consistent with combined overloading in torsion and lateral bending applied to the driver during the dismantling of the setscrew.